Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 ventilator was evaluated by a third party service center and the service technician states that the device failed the functional test due to an active exhalation proportional valve (aecm). The service technician notes that the aecm did not stop releasing air through the purge valve when it was 0% opened. The active exhalation control module valve needs to be replaced to resolve the issue. The customer requests that the unit be returned unrepaired. No repairs were performed. Additionally, no foam degradation was found. A non-reportable check circuit error code was found in the device's error log and the tubing was reconnected. The rubber feet were missing, and the handle o-rings need to be replaced. The customer requests that the unit be returned unrepaired. No repairs were performed. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 ventilator was evaluated by a third party service center and the service technician states that the device failed the functional test due to an active exhalation proportional valve (aecm). The service technician notes that the aecm did not stop releasing air through the purge valve when it was 0% opened. The active exhalation control module valve needs to be replaced to resolve the issue. The customer requests that the unit be returned unrepaired. No repairs were performed. Additionally, no foam degradation was found. A non-reportable check circuit error code was found in the device's error log and the tubing was reconnected. The rubber feet were missing, and the handle o-rings need to be replaced. The customer requests that the unit be returned unrepaired. No repairs were performed. No further investigation is required. On the original report, the problem code in the section h coding was incorrect. The a05 mechanical problem code was added as an additional problem code. A correction report will be filed.